Event description:
The customer reported oil mist coming from the unit. The customer reported an employee who complained of a sore throat, bad taste, stuffy nose, ear pain, sinus symptoms, burning eyes, and eye pain. The employee saw a doctor but did not receive any treatment. The customer stated that the employee was still having symptoms even though the unit has been repaired. The asp field service engineer (fse) went to the facility to repair the unit.

Manufacturer narrative:
Capital equipment, unit evaluated at the facility. The fse replaced the oil mist filter. He performed unit certification. The unit passed all tests from performance qualification. This issue is being addressed with a customer letter, related to correction & removal.